Event description:
It was reported that patient's dbs system has not worked. Patient reported they were told the device would last longer and was smaller, but reported once it was in their chest it wasn't smaller dimensionally. Patient stated the only thing that is even kind of comfortable is laying on their side and it is extremely debilitating right now and reported their implant just died on them out of the blue on tuesday. Patient inquired if there is a way to expedite the surgery if their system just dies. Patient also inquired about implant longevity. Agent reviewed longevity overview and redirected patient to their doctor to discuss. Patient also expressed dissatisfaction with their healthcare provider as patient stated their hcp did not put the battery in the right place and his pa did not close up the site well. * see (B)(4)for symptoms on initial programming and rep dissatisfaction * see (B)(4) for historical device dissatisfaction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.